Event description:
The physician was attempting to treat a lesion in the lad exhibiting 90% stenosis with an endeavor resolute drug eluting stent. The lesion was pre-dilated but the device failed to cross the target lesion and it was reported that the stent was damaged. The physician removed the stent and changed to a new endeavor resolute stent to complete the procedure. It was reported that the device was prepped prior to use as per IFU. No patient injury was reported. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 6th proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patients condition affected the effectiveness of the device (90% stenosis). Inherent risk of procedure (stent deformation). Deformation problem. (B)(4).